Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer experienced high blood glucose levels of 380 mg/dl. It was also stated the customer removed the reservoir from the insulin pump and noticed that insulin leaked form the reservoir into the reservoir compartment. Troubleshooting was performed and no leaks were observed during the call.